Event description:
The customer reported non-reproducible elevated estradiol (access estradiol) patient result and erratic quality control involving the unicel dxc 600i synchron access clinical system. An initial result of 593 pg/ml was obtained and released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patient¿s sample, on the same instrument, produced a lower result of 270 pg/ml. The patient¿s sample was collected in vacutainer serum separation tube (sst) and centrifuged at 4,000 rpm (rotations per minute) for five minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and noted the transducer was out of specification low and would not adjust back to the appropriate setting of 197v. The fse also noted the transducer temperature was reaching 42 degrees celsius. The fse adjusted the transducer temperature and replaced the ultrasonic printed circuit board (pcb) to resolve the issue. The fse was then able to successfully adjust the ultrasonic voltage to 197v. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the ultrasonic printed circuit board is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.